Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found no trouble with the instrument. Upon initial visual inspection, no blade exposed or damage to the grip assembly was observed. Recognition and engagement passed. The vessel sealer was placed on system and passed self-test. Cut test was performed. The first attempt of a cut yielded no visible cut on the foam pad. Knife and cable was seen traveling through the garage track during the cut attempt. The second attempt of a cut yielded a partial cut and a blade exposed alarm went off. No blade exposed was found after opening up the grips. This complaint is being reported due to the following conclusion: the vessel sealer instrument had delayed/intermittent sealing function during the surgical procedure.

Event description:
It was reported during a da vinci sigmoid colectomy surgical procedure, that the endowrist one vessel sealer instrument cut for the first 20 minutes of the procedure and then stopped. On (B)(4) 2015, the clinical sales representative present during the case was contacted. He stated that 20 minutes into the procedure, there was delayed/intermittent sealing function on the vessel sealer instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.